Event description:
It is reported that customer experienced keypad anomaly. It is reported that numbers begin ramping on pump. Customer's blood glucose was 76 mg/dl. Customer was advised that insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners. Unit received with severely scratched lcd window.